Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter; patient's receiver is connected and displaying readings. Dexcom representative advised patient's mother to turn data on during the day. The patient's mother will check with the school's it again to make sure the portal is open. No additional patient or event information is available.